Manufacturer narrative:
(B)(4). The ventilator serial number was not provided. The ventilator serial number was not provided so the device manufacture date is unknown. The ventilator and humidifier were evaluated, the humidifier tubing was reconnected and it worked properly. There was no allegation of a ventilator malfunction.

Event description:
It was reported that during use, a ventilator had a humidifier leak. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.